Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Replacement of the computer resolved the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive after loading an exam. The disc was reported to not be in the navigation system when the system became unresponsive. It was noted that the site was attempting to exit the application software. The system was shut down, restarted and the second disc was loaded onto the navigation system. There was no patient present when this issue was identified. No additional information was provided.